Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
I was reported that bd ultra fine¿ pen needle stopped allowing insulin to flow during injection. The needle had to be replaced to get full injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned ( 38 ) 4mm, 32g bd pen needles without the tear drop label. Consumer states partial insulin flow during injection. All returned pen needles were examined and the following was observed: 10 bent at the non-patient end of the cannula. 16 broken at the non-patient end of the cannula. 12 ok at both ends (not bent on either end) - tested for flow and 2 failed - wire test performed on 2 that failed and ok /passed (white residue observed on the tip of the wire, which could indicate pen needle was potentially re-used). A lot history review for lot 8066608, cat no. Ns 320122, was carried out and no non-conformances were raised in association with the packaged lot or the sub-assembly for needle clog concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle bent at npe and needle broken at npe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
I was reported that bd ultra fine¿ pen needle stopped allowing insulin to flow during injection. The needle had to be replaced to get full injection. No serious injury or medical intervention was reported.